Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
(B)(6) delivery to the warehouse, simplex arrived wet, both outside box and actual cement box. Ordered in a replacement box and hospital is disposing of wet cement.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned and no photographs were provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusion: based on the information provided by the customer, the box arrived wet, both outside box and actual cement box. It was not confirmed whether the wet condition was caused by broken ampoules or by environmental conditions. However, it would indicate that the damage occurred relatively shortly before the product was received by the customer. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
(B)(6) delivery to the warehouse, simplex arrived wet, both outside box and actual cement box. Ordered in a replacement box and hospital is disposing of wet cement.